Event description:
It was reported that the device as the associated competitive right ventricular lead have a history of intermittent spikes in pacing impedance measurements with some measurements greater than 2000 ohms. Additionally, pacing inhibition of greater than two seconds was observed due to oversensing of noise. The most recent evaluation confirmed all lead values were stable in bipolar mode. The lead configuration was changed from unipolar pacing, and bipolar sensing to bipolar mode for both as the patient was experiencing some pocket stimulation with unipolar pacing. A boston scientific boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).